Event description:
It was reported that an ilet pump displayed error 56, experienced intermittent spontaneous restarts, and then entered a cycle of repeated resets despite a successful manual restart and an adequate battery charge, consistent with a device restart malfunction and excessive host resets. Symptoms included nuisance alerts and interruption of insulin pump function; there were no reports of hypoglycemia, hyperglycemia, injury, or hospitalization. Outcomes included product replacement and user education on shutdown procedures, data sync to the mobile app, and the need to complete the full startup process on the replacement device. Investigation included telephone troubleshooting, review of device behavior during calls, and arrangements for device return with a shipping label. The complaint confirmed and the issue identified fluid ingress on the device. Due to the corrosion found inside the internal components the device will be scrapped by the refurbishment department.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."